Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of 600 mg/dl. Troubleshooting found that the customer's pump also alarmed motor error and additional motor errors and other alarm alarms were found in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional test including a21 error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No motor error alarm noted and the motor was tested outside the device and passed. The insulin pump functioned properly. However, multiple a47 alarms were noted in the alarm history screen due to corrupted history files. The insulin pump was received with cracked case on the display window corners, minor scratched lcd window and cracked reservoir tube lip.